Event description:
During in-house testing by acuson (MFR), an unexpected software behavior was identified in the 1.07 revision wherein there may be intermittent corruption of the color maps used by the system, intermittent display of "false power-up" dialog boxes, and/or intermittent image quality problems.